Event description:
This homecare patient was being fed using a pump. 240ml of a reconstituted-powder enteral feeding solution was hung, and the pump was set to deliver 50ml/hr. 240ml were delivered in 2 hours. There was no illness, injury or medical intervention reported as resulting from the event. One patient involved. Further information.

Manufacturer narrative:
H6. Code 68 - the actual device was evaluated in the manner described in the event report. No functional defects were noted. User error may have contributed to the event in a manner relating to the incomplete mixing of the powdered formula that was delivered through the device. Evaluaton results: (4/22/97) bag set was returned. Using neocate, mix product by directions on package with pump 361396 hung 240 m/l in bag set. Feeding rate was set at 50m/l. And product ran for two hours. After two hours amount delivered was 100 m/l no functional defect note. Comments: (4/28/97) no functional defect noted. Review for prior complaints completed on this lot.